Event description:
During hernia repair, esu pencil was sounding as though it had been activated. However, no one was touching it or the machine. The light was lit at the cutting portion of the machine, indicating it was in use. The machine was immediately turned off and a new handpiece was connected and appeared to work without problem for the remainder of the procedure.